Manufacturer narrative:
During software downgrade, machine and proximal pressure sensors failed occurred. Cpu board was replaced to address the problem. Unit was checked overall, cleaned, run in tests, and functionally tested. Check test was performed then no abnormality was confirmed.

Event description:
The unit had been requested for software downgrade and while manufacturer's service technician was inspecting the unit, machine and proximal pressure sensors failed occurred. There was no patient involvement.

Manufacturer narrative:
(B)(4). Failure analysis on the returned cpu board shows that the reported failure has been replicated. Root cause determined to be fault in u3. After reflow of u3, no failures noted.